Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited a gradual rise in shock impedance measurements which were now out of range. A review of the stored data identified oversensing of noise which resulted in greater than two seconds of inhibition for this patient. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.

Event description:
It was reported that this system exhibited a gradual rise in shock impedance measurements which were now out of range. A review of the stored data identified oversensing of noise which resulted in greater than two seconds of inhibition for this patient. A boston scientific technical services consultant documented and discussed the reported clinical observations. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.